Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the device malfunctioned after an unspecified procedure and presented with e222 communication error. There was no report of patient harm.

Manufacturer narrative:
Updated fields: b3, g3, h2, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the subject device had error e222. In addition, the device evaluation found a cable leak, cable damage and poor quality image requiring correction were observed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the device malfunctioned after an unspecified procedure. And presented with e222 communication error. There was no report of patient harm.